Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged probe cable was confirmed. The prevue ii traditional probe has cuts in the probe cord that expose the conductive wires. There is a cut on the connector end of the probe cable below the strain relief. The other cut is on the transducer end of the probe cable before the strain relief. Root cause is material failure of the usb cable due to device use.

Event description:
It was reported there were two cuts in the probe cord. 10 july 2025 - evaluation of the returned device found the conductive wires were exposed as a result of the cord damage.